Event description:
It was reported that the right atrial lead exhibited noise. The lead was explanted and replaced on (B)(6 )2014.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.